Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and the cause of peritonitis was unknown. Treatment was not reported. While in the hospital, the patient passed away ten days after being admitted. Pd therapy was ongoing at the time of death; however, the patient was not performing therapy or connected to the cycler at the time of death. An autopsy was not performed. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed for the potentially associated lot numbers h13k13022, h13k20100, and h13l26048. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.